Event description:
It was reported that during an unknown procedure, the device did not fire staples. No additional information is available.

Manufacturer narrative:
Information anticipated, but unavailable at this time.